Event description:
During the clinical study close out visit for the gamma3 (B)(4) prospective clinical post-market follow-up evaluation, the study nurse, reported via stryker (B)(4), that one of the study patients had undergone a revision at another unknown hospital due to an alleged breakage of the implanted nail. It was further reported that there are no x-rays or surgery reports available for the revision, that the revision date was unknown and that the patient refused further follow up assessments.

Event description:
During the clinical study close out visit for the gamma3 international multicentre prospective clinical post-market follow-up evaluation, the study nurse, reported via stryker kiel, that one of the study patients had undergone a revision at another unknown hospital due to an alleged breakage of the implanted nail. It was further reported that there are no x-rays or surgery reports available for the revision, that the revision date was unknown and that the patient refused further follow up assessments.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the long nail kit was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This miss drilling effect might have weakened the anterior bridge and might have caused a notching effect on the lateral side which could have accelerated the nail breakage. Miss drilling could occur in case the target device was pre damaged or instruments were not assembled correctly. The operative technique states that the target device shall be checked prior to every surgery. Lines of rest are visible on the anterior bridge. The bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was full or main partly broken, the posterior bridge followed very quickly. The nail therefore likely broke due to a fatigue fracture no discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place.